Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window, a cracked case at the reservoir tube window corner, a cracked reservoir tube window, and a missing end cap sticker.

Event description:
The customer reported via phone call that she was getting a button error alarm on the insulin pump. Customer stated that she had to push the act button and hold it down to respond and now none of the buttons respond. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.